Event description:
It was reported that the customer was hospitalized due to high blood glucose on (B)(6) 2012. The blood glucose reading at time of admission was 36.2mmol/l. It was stated that the customer was taken to the hospital by an ambulance and he was vomiting. Also, it was mentioned that the customer had bent cannulas. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.